Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mr, mitral valve injury (tissue damage) and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported partial clip movement/detachment of the leaflet appears to be related to patient morphology/pathology. The reported tissue damage (leaflet tear) was likely related to procedural conditions and the partial clip movement/detachment; the reported worsening mr and dyspnea were likely symptoms/secondary effects of the leaflet tear. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed for the leaflet tear. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. On (B)(6) 2017, the patient experienced dyspnea. On (B)(6) 2017, the patient was hospitalized. Echocardiogram was performed and it was noted that a portion of the posterior leaflet had ripped out from the clip and mr increased to 4. An additional mitraclip procedure was performed on (B)(6) 2017, one clip was implanted reducing mr to 3+. The patient remained stable. No additional information was provided.